Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue is the device yielded no image when hooked up. The screen was black. Upon inspection, the device had a communication error e224 on the screen; this was attributed to the shorted cable. The user¿s complaint could not be duplicated because of this. It is likely that the image is not displaying because the video transmission could not communicate with the processor due to the cable damage. A communication error (e224) occurs when a communication error with the processor occurs. As the result of the DHR review, there was no abnormalities in the product. It is considered that the cable damage is due to user's handling. Incidental other observations were rear cover label is faded and focus ring is cracked and worn. The instructions for use includes the following statements by which the indicated phenomenon can be prevented: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
Due diligence was executed for this event. The event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection, the device had a communication error e224 on the screen; this was attributed to the shorted cable. The user¿s complaint could not be duplicated because of this. Incidental other observations were rear cover label is faded and focus ring is cracked and worn.

Event description:
As reported for this event, during set up for an unknown procedure, the device yielded no image when hooked up. The screen was black. No errors, alarms or alerts were received. The device was connected properly and there was a secure connection. There was no damage or abnormalities to the device or cable. The device has never been dropped and is taken care of properly. Another similar device was used to the set up for the procedure. The patient was not in the room at the time of the issue; there is no patient involvement.